Manufacturer narrative:
Device was received with blank display with constant tone due to moisture damage on electronic assembly. Unable to perform functional testing due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not give any alerts when the customer had a lasting high blood glucose episode and it warned only once. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.